Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Event description:
Left knee swelling/blown up 2 inches above knee cap [joint swelling], pain in the left knee [arthralgia], left knee effusion [joint effusion], can not walk [abasia], one knee was a little puffy [joint swelling]. Case description: spontaneous report was received on (B)(6) 2013 (additional information was received on (B)(4) 2013, which made the case serious) from a physician assistant via sales representative regarding a (B)(6) male patient, initials (B)(6), with osteoarthritis. The patient's medical history was significant for shoulder surgery, previous use of orthovisc (three injections) and synvisc (numerous times). On (B)(6) 2013, the patient received treatment with synvisc one (hylan g-f 20) injection, 6 ml, once, in both knees (route of administration not provided). The lot number for synvisc one was not provided. On unspecified dates in (B)(6) 2013, the patient's one knee was a little puffy (right knee swelling), had left knee swelling / blown up 2 inches above knee cap, pain in the left knee and he could not walk. On (B)(6) 2013, at a follow up visit to the physician, the patient still had left swelling and pain and right knee was fine. On an unspecified date in (B)(6) 2013, the patient's left knee was aspirated and 160 cc fluid was removed (left knee effusion), which did not show signs of infection. The patient was given intra-articular steroid injection for the treatment of left knee swelling/blown up 2 inches above knee cap, left knee pain and left knee effusion. The outcome for all of the events was not provided. Relevant concomitant medications included ibuprofen and osteo bi-flex (chondroitin sulfate, glucosamine hydrochloride). The intensity for all of the events was not provided. The relationship of synvisc one with all of the events was not provided by the reporting physician assistant.